Manufacturer narrative:
Product was expired; sample and product were not returned for investigation testing. Review of DHR is ongoing.

Event description:
Customer reported unexpected negative reactions with cell #1 of panocell when testing with anti-k (human monoclonal) series 2, lot #6m7522. Repeat testing with cell #7 of the same panel with the reagent resulted in 1+ reactivity. Customer tested five additional k+ cells with positive reactions ranging from 1-3+.